Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. Pump annunciated a continuous glucose monitor (cgm) alert 3 (cgm glucose reading below the user threshold). There were no irregular bolus requests. There were no erratic basal rate adjustments. Cartridge change sequence was completed on (B)(6) 2017. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that a malfunction or failure occurred.

Manufacturer narrative:
The t:slim x2 pump user guide states: "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing blood glucose (bg) levels in the 50's (mg/dl). The suspected cause was unknown. The customer adjusted the pump settings in an attempt to resolve bgs, however the customer reported continual intermittent low bgs. The customer consumed carbohydrates to stabilize bg. The customer believed that the pump may be over-delivering. A system check was performed with tandem technical support and no issues were identified with the pump or supplies and the pump was operating as expected. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.